Manufacturer narrative:
It was reported that the ventilator didn't maintained the o2-concentration. The ventilator was investigated by our field service engineer on-site and the nozzle unit was found defective and replaced which solved the issue. The replaced part has not been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).

Event description:
It was reported that the ventilator didn't maintained the o2-concentration. There was no patient harm. Manufacturer's reference #: (B)(4).